Manufacturer narrative:
The investigation of introducer damage ¿ mechanical and access site bleeding has been completed. Introducer damage- mechanical: clinical states that the doctor had a bloody groin at explant but couldn't find the reason for the bleed other then the sheath leaking. 14f sheath was returned and investigated for any leaks. Leak test was performed and the sheath passed the test with being able to hold 222mmhg. Therefore, there was no issue found during the case. The device functioned/operated to specification. Access site bleeding: clinical states that the doctor had a bloody groin at explant but couldn't find the reason for the bleed other then the sheath leaking. 14f sheath was returned and investigated for any leaks. Leak test was performed and the sheath passed the test with being able to hold 222mmhg. Therefore, the root cause of the access site bleeding issue was not determined since sufficient clinical information was not provided. D1 revised brand name and product code since the initial manufacturer device report number 1220648-2025-27236 was submitted in accordance with updated procedures. D2 revised common device name since the initial manufacturer device report number 1220648-2025-27236 was submitted in accordance with updated procedures. D4 revised model number, catalog number, and lot number since the initial manufacturer device report number 1220648-2025-27236 was submitted in accordance with updated procedures. Serial number, expiration and unique identifier (UDI) # should of been reflected as blank on the initial manufacturer device report number 1220648-2025-27236. D10 added pump information since the initial manufacturer device report number 1220648-2025-27236 was submitted in accordance with updated procedures.

Event description:
The user facility reported that the 73 year old male patient was bleeding at their access site during impella cp support. The staff believed that the sheath was compromised, which resulted in the visible bleed at the groin. The devices were explanted and the patient was reported to be stable.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿